Event description:
While pt was receiving IV ofirmev (lot #aaf4850, exp oct 2017) via piggyback this nurse saw there was a small white (plastic) piece floating in the IV piggyback tubing on its way to the patient. IV was stopped and disconnected. The piece was very small and was in the tubing and not in the bag. When expelled, the piece crumpled.